Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient the insertion site was extremely painful, red and swollen. The pod was worn on the patient's leg for 2 days. The patient was taken to the emergency room (ER) and was diagnosed with an infection. No prescriptions or treatment was required at the ER. A new pod was successfully applied.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient the insertion site was extremely painful, red and swollen. The pod was worn on the patient's leg for 2 days. The patient was taken to the emergency room (ER) and was diagnosed with an infection. Antibiotic tablets co-amoxiclav 250mg/125mg (1 pill 3 times per day for 7 days) was prescribed for treatment. A new pod was successfully applied. The patient was discharged after 24 hours.

Manufacturer narrative:
Additional information provided by patient's legal guardian on 10-apr-2025. Update to section b5 - describe event or problem. Correction section b2 - outcomes attributed to ae. Correction to section h6 - adverse event problem health effect - impact code.